Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device suture locked. Might have been caused by the long duration in the vessel before deployment causing the collagen to swell. There were no adverse events. The doctor managed to complete the procedure after cutting the white tube between the base of device cap and the top of the sheath hub. Successful deployment after performed the bailout method. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on (B)(6) 2023: the type of procedure that was being performed was a idiopathic neutropenia (inp) using a 6 fr sheath. There was no difficulty with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition. The calcification was distal to the insertion site.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.